Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis evaluation. The instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted radical nephrectomy procedure, a frayed wire was observed on the fenestrated bipolar forceps (fbf) instrument while it was being used to control expected bleeding following dissection and ligation of the renal vessel. The wire was frayed at the tip's screw pulley and could be seen while opening and closing the jaws for coagulation. The cause of the broken wire remains unknown, as the instrument did not collide with any other instrument or tool during the procedure. Due to ongoing bleeding described as being minimal, immediate exchange of the fbf instrument was not possible, so coagulation was continued despite the wire issue. However, each time the fbf instrument jaw was opened and closed, the wire gradually wore down on the pulley. After hemostasis was achieved, the fbf instrument was observed to have a broken wire. The fbf instrument was replaced, and the procedure was successfully completed robotically without further complications. The patient did not experience any post-operative complications and there is no concern about this event causing any long-term complications.